Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that their navigation system software went down. No further details of the issue were made available. There was no patient present when this issue was identified.